Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 17th of march 2017 for further investigation. During the investigation the fse was informed that the customer replaced the substrate solution on the instrument and reran the controls. The results were within specifications and without any errors or flags. Instrument was relased and is functioning as intended the most probable cause of the reported event was due to the substrate solution onboard the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported intermittent dl flags on quality controls and patient samples on their aia-2000. The customer checked the position of the substrate tubing and made sure its appropriately immersed in the solution. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting mayoglobin and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.